Manufacturer narrative:
The implants and a portion of the sutures were returned without the introducer for evaluation. The returned samples were visually evaluated. The (B)(4) knot is fully cinched, and the implants are fully intact. The second implant was identified to be bent, at the start of the eyelet and to the nose of the implant. The damage to the implant appears to be caused by the knot cinching activity. The cinched knot is directly up against the body of the implant. Per the IFU the final location of the cinched knot is to be against the meniscus.

Manufacturer narrative:
Subject device was returned for evaluation. Investigation is anticipated, but has not yet begun. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast fix 360 curved needle delivery system, it was reported during shorting (tightening) of the loop t2 was broke. No implants were left unsupported in the patient. It was reported that there was a backup device available. (B)(4).